Manufacturer narrative:
The device was further evaluated by the manufacturer. The r&d engineering investigation of this complaint began with the creation of a silicone balloon plug inside the balloon of a different bridge catheter to act as a support for the ruptured balloon. This silicone plug support allows the balloon to have some substance when handling / inspection / investigation occurs. The following steps were taken to complete this evaluation: clamped the catheter tip with a hemostat to collapse / occlude the guidewire lumen with a 60 cc syringe filled with water attached to the luer attached to the guidewire lumen, attempted to fill the guidewire lumen with water to determine if the guidewire lumen was intact (without a hole within the balloon section). Was unable to inject water into the lumen which is an indication that the guidewire lumen was intact and no defect was detected. Removed the hemostat from the catheter tip. Proceeded to cut the balloon and central catheter shaft in half midway between the proximal and distal bonds of the balloon. This would allow the silicone plug to be placed inside the proximal portion of the balloon to allow better handling and visualization of the tear area. Wetted the silicone plug with liquid soap and water to aide in sliding the plug inside the balloon half. The tear edge appeared smooth and clean of fraying, etc. Only a slight jog was noted near one end. Additionally, under low magnification (4x to 40x) the balloon was examined for possible locations where the tear began. A spot (slight jog discussed above) was identified as an irregular portion of the tear was found near one end of the tear. The balloon was then observed at 50x magnification on the keyence scope and photographs were taken of the tear. The next step was to have the tear reviewed under greater magnification using sem (scanning electron microscope) to investigate the full tear and the suspect area (slight jog) to search for an indication of where the tear started and hopefully determine if the tear began on the inside or the outside of the balloon. Initial tear analysis indicates what appears to be mechanical damage to the inside surface of the balloon that may have precipitated a failure (burst). There is a distinct pattern of damage just before the "notch" that looks like some form of chatter-like damage. The mechanism of failure is akin to taking a nail and dragging it across some plastic wrap; it does not go through but leaves behind the induced damage, or chatter. Additional sem photography images showed the serrated edge on the bottom (inside edge) that correspond to the serrated edge on the 1st set of images, thus confirming some form of mechanical damage to the inside of the balloon that likely was a catalyst for the failure. In conclusion, the high level investigation did not identify a confirmed location for the beginning of the balloon tear. Further analysis using sem analysis allowed the identification of suspected areas which has provided evidence that some form of mechanical damage to the inside of the balloon that likely was a catalyst for the failure.

Manufacturer narrative:
Additional device evaluation has been performed. A silicone balloon plug was used to help identify what the starting point of the tear in the device is. The tear on the balloon is a smooth tear. It was determined that no balloon material is missing.

Manufacturer narrative:
The bridge device was sent to the supplier for additional evaluation. This further investigation of the device confirmed the findings of the manufacturer. Additionally, when the silicone plug was removed to examine the area underneath the tear, a small lip of adhesive above the surface of the marker band was noted at 30x magnification. This lip contained no sharp edges and no signs of visible mechanical wear between materials. The location of the noted area of adhesive was counter-clockwise from the suspected origin of the tear. The balloon protector is wrapped clockwise when placed over the balloon and catheter shaft. Some area of the balloon would have come in contact with the area of adhesive raised above the surface of the marker band. However, it is impossible to determine if the suspected origin of the tear aligned with this adhesive feature when the balloon protector was placed on the device.

Manufacturer narrative:
Patient weight is unavailable from the facility. It was reported that the patient expired the day following this procedure. Information from the physician indicated that this death was not the direct result of the injury sustained in this procedure. The patient was reportedly stable and was being prepped for discharge from the hospital, when they suddenly and rapidly declined, resulting in death. Other contributing factors and co-morbidities are suspected to be more directly the cause of death. This report is in reference to the same procedure and patient described in report number 1721279-2018-00014. The device was returned for physical evaluation. During preliminary analysis, the device was loaded with an 0.035 guidewire from the distal tip and the guidewire passed all the way through with no resistance. Observation of the balloon showed that it ruptured on the proximal end of the balloon. When the balloon was slowly loaded with water, a tear was seen at the proximal end and measured approximately 2 cm long, radially. The proximal bond of the balloon to the catheter appeared intact. Additional evaluation will be performed, but is not yet complete.

Event description:
It was reported that during a lead extraction procedure to remove a single cardiac lead implanted in the right ventricle (rv), the bridge occlusion balloon was found to be damaged. Reportedly, a bridge prep kit wire was placed in the superior vena cava (svc), and a glidelight device was used to advance down the lead to the subclavian vein, freeing the lead. Immediately following extraction, the blood pressure dropped and the bridge device was inflated. Tee indicated an effusion and injury to the subclavian vein. Pressure was applied to the extraction site and the patient stabilized. At this point, fluoro images were taken which showed the bridge device smaller than before. After removal of the device, a rupture to the balloon was identified. The patient was stable at end of the procedure, however the next day the patient reportedly expired.